Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product discarded.

Event description:
Procedure - correction of spondyloptosis. During final tightening of the construct these item burred, rendering them unusable. The rep had to utilize instruments from a borrowed set to manage the problem during the procedure. Case delayed by 10 minutes. No ae to patient. Patient outcome post surgery - nil adverse effect. Patient details: ep. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.